Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a superficial site infection. A culture was performed, the wound was irrigated, and bacitracin ointment was applied. The patient attended the clinic once a week for 3 weeks. The issue was resolved on (B)(6) 2018.